Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer fse unplugged the auxiliary cables and found that the main station restarted, confirming that the power supply was functioning properly. The fse then reconnected each auxiliary cable individually and identified that the issue was caused by the auxiliary drawers specifically drawers 3 1 and 3 2 after isolating and testing each drawer one by one. The fse replaced both drawer controller boards as well as the pyxis module controller board, then restarted the station. The drawers were reconfigured, and firmware updates were applied in the main application. The fse retested all drawers using the hardware testing application and confirmed that everything was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had no power. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.